Event description:
It was reported that customer experienced difficulty loading cartridge onto pump despite cartridge o-ring being intact and no debris found on pump. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed pump from case, inspected and cleaned pneumatic tap area, attempted to reload cartridge following on-screen instructions but was not successful, completed new cartridge fill in separate case, and used multiple daily injections as alternate insulin therapy.